Event description:
New information indicates that the patient presented to the clinic, and under-sensing was noted. Programming changes were made.

Event description:
New information indicates that oversensing noise was observed via a review of remote transmission. No inappropriate therapy was delivered. The lead was fractured during a transcatheter aortic valve implantation (tavi) procedure by the physician. The rv lead was capped and replaced on (B)(6) 2026. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes gradual pacing impedance increase above the limit. No interventions were reported. The patient was not pacing dependent.

Event description:
It was reported that the patient presented for in clinic follow up. A device interrogation found high capture threshold and high pacing impedance exhibited by the right ventricular (rv) lead. The patient did not require pacing support; therefore, it was decided to monitor without intervention. The patient was stable.

Event description:
New information indicates that oversensing noise was observed via a review of remote transmission. The noise resulted in pacing inhibition. No inappropriate therapy was delivered. The lead was fractured during a transcatheter aortic valve implantation (tavi) procedure by the physician. The rv lead was capped and replaced on (B)(6) 2026. The patient was stable.